Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus was able to confirm the reported failure and determined the following cause: ultrasonic connector has corrosion due to water leakage. However, the error code was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the evis eus ultrasound bronchofibervideoscope had a connection failure error code during use. The reported malfunction occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.